Manufacturer narrative:
Evaluation summary: moderate calcification was observed in the cusp area of leaflet 2, minimal calcification was observed in the cusp areas of leaflets 1 and 3. The free margin of leaflet 1 exhibited minimal calcification. Calcification restricted mobility in the leaflets and led to stenosis. Leaflet 1 had a torn area at commissure 1. Leaflet 2 also had a torn area at commissure 2. Torn areas were not returned with the device. Calcification was also visible in the regions of the tears. The x-ray demonstrated calcification. (B)(4). The explanted device was returned to edwards for analysis, which confirmed the report of stenosis due to calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 8 years due to aortic stenosis. Per the op report, this patient had high velocities and was recommended to have redo-aortic valve replacement. The valve was found to be stenotic and had calcifications at the hinge areas. The device was replaced with another edwards bioprosthetic valve. The post-op peak pressure measured 14 mm. There was no left ventricular outflow tract obstruction.